Event description:
Patient had cataract surgery with restor iols ou to correct distance and near vision. Despite an uncomplicated surgery and follow-up with lasik to correct residual refractive error, she cannot read without glasses.